Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. To address the high glucose reading, customer administered a correction bolus using their insulin pump. Customer did not require additional assistance, the customer declined to perform a system check on the pump with technical support. No further assistance was required.